Event description:
It was reported that the patient had multiple vt detections. Review of session noted the rhythm was svt. Device reprogramming was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.